Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, non-tortuous, 95% stenosed, de novo, distal left main artery after multiple pre-dilatations with a 3.0 x 15 mm non-abbott balloon dilatation catheter up to 16 bar, a guideliner was used and the 3.0 x 28 mm xience xpedition stent delivery system (sds) was advanced but could not cross the lesion. During the attempt to remove the sds through the guideliner resistance was met; outside the anatomy it was noted that the stent struts were flared at the distal end. Two (2) non-abbott stents were successfully deployed in the procedure without reported patient issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
(B)(4). Concomitant product: guide cath: guideliner. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The failure to advance and difficulty to remove/guiding catheter extension resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.